Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
(B)(4). Because of this, we are filling in sections for manufacturer and distributor/importer. The health professional that was accidentally stuck when removing the pen needle from the device has been contacted for follow up information and the return of used and unused product for evaluation by mail, e-mail, and phone. He has not responded by sending any additional information or samples to evaluate.